Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted the outer insulation was breached cut and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up is in process. However, if requested additional information is subsequently received it would be processed and considered accordingly. The date of death is accurate to the year only. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from unknown source with limited information. Information identified in the manufacturer's data base indicated that the ipg system was implanted (B)(6) 2012. A date of date and cause of death was requested and not received.

Event description:
An implantable pulse generator (ipg) system was returned from unknown source with limited information. Information identified in the manufacture's data base indicated that the ipg system was implanted 2012-(B)(6). A date of date and cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.